Event description:
The cpm machine was being set up on pt by med. Technologist. The cpm machine failed and continued to move beyond pre-set angles. Failed condition was obvious to med. Tech. Who continued to operate machine. When pt experienced discomfort, machine was stopped. Failure was due to defective set screw threads used to secure position potentiometer. Machine had gone through 91 hrs of run-in by mfg. Without failure. There was no injury to pt, only a potential for injury.